Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the user noticed that the patient was losing consciousness during a colonoscopy to place an ileus tube into the intestine. At the time this event was reported to olympus, the patient was still unconscious and being treated. The patient might undergo a surgery. The hospital has not determined the cause of the event, but a perforation might have occurred.